Event description:
It was reported that box was opened and tech could not get implant out of the packaging. When finally opened the implant was contaminated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding difficulty opening the device packaging and device contamination involving a triathlon femoral component was reported. The event was not confirmed. The reported device was returned without any packaging. The returned femoral component appears unremarkable. Further inspection of the returned device was not performed as the event is in relation to a packaging issue and is therefore not relevant to the investigation. Medical records evaluation not performed as this event relates to a packaging issue and the subject device was not implanted. Another component was opened and implanted and no adverse consequences were reported. There were no reported discrepancies for the lot referenced. There have been no other events for the lot referenced. The exact cause of the event could not be determined because the packaging was not returned for evaluation and limited information was provided regarding the circumstances of how the device was determined to be contaminated.

Event description:
It was reported that box was opened and tech could not get implant out of the packaging. When finally opened the implant was contaminated.